Event description:
Patient endured two blisters (size~ 2.5 x 2.5 cm) on the abdomen immediately following adenomyosis treatment. Medication (compound polymyxin b ointment) was applied to the blisters. Patient was discharged on the 2nd day after the treatment following skin burn pain relief and faded coloring of the blisters.

Manufacturer narrative:
There was no system malfunction. Treatment parameters were in line with the typical range. No new risks were identified. Skin burn is a known side effect of treatment. This medwatch is being submitted although adenomyosis is not an approved indication in the us, because this side effect may be relevant to general uterine fibroid treatment.